Event description:
Customer reported, the sys displayed a generator error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. Sys operates as intended.